Manufacturer narrative:
Correction: customer reported pump battery was able to be charged, and pump was continued to be used for insulin therapy.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.